Manufacturer narrative:
The previously submitted report had lacking or incorrect information in section d4 UDI. Section d4 has been updated with the correct information. The device manufacturer date in section h4 was incorrect or missing in the previous report therefore h4 has been updated with the correct information.

Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by a third party service provider who reported that the device had evidence of warping found during evaluation. There was no report or evidence of illness, injury or medical treatment associated with the complaint. The device was returned for evaluation. Thermal damage to the compressor box was observed. The device had evidence of being modified post-production in an unapproved manner. The factory screws had been replaced with unapproved screws and the board also had evidence that the power switch had been wired incorrectly which damaged the power fail capacitors on the board. The board was still functional, but the power fail alarm was not working. The prongs on the plug were both bent but all other electrical connections, wiring and pcba componentry (excluding the power fail capacitors) were undamaged; and no evidence of an electrical fault was observed. The fan was found to be inoperable due to a screw being stuck in the fan guard, which could cause the unit to overheat if the fan could not properly spin. The fan worked once the screw was removed. Functional testing of the uut indicated that the unit was within specification (>87% oxygen concentration) at a setting of 5lpm. The device's error log had recorded multiple high gas temperature errors prior to receiving the unit from the customer. The thermal damage was not caused by a system induced failure and the thermal event was limited to the compressor box. No external thermal damage to the unit was observed. The root cause of the thermal event cannot be determined with certainty; however it is believed that the modifications to the unit in the field contributed to the events.